Manufacturer narrative:
Result: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens - -21.5/+4.0/095 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to lens tear during delivery into the eye. Another same model/different diopter was implanted on (B)(6) 2015. The patient's post-op best corrected visual acuity was 20/20.